Event description:
On (B)(6) 2025, the user discovered a cracked screen on the ilet device after attempting to announce a meal. The user believes the device may have been rolled on or struck against an object. The touchscreen could wake and unlock but no functions were accessible. The user reported a blood glucose (bg) level of approximately 400 mg/dl and self-administered 10 units of humalog as backup therapy. A replacement was arranged. No injury occurred and no medical intervention or hospitalization was required.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.